Event description:
It was reported that the customer's blood glucose level was over 500 mg/dl due to a bent cannula on his unomedical infusion set. The customer also mentioned pain when inserting the sensor and frequent lost sensor alerts. Troubleshooting was not performed. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.